Event description:
It was reported that the caller experienced an error 42 with their continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. The customer followed instructions provided by technical support to reset their pump, and the error did not occur again, allowing them to successfully start their sensor session.